Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and varying sensing amplitudes, including low values around 2 mv. After reprogramming of sensing parameters, oversensing of p waves was observed. Provocative maneuvers were performed with negative results. The physician decided to continue monitoring this patient. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.